Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead, which was connected the right ventricular (rv) port of the device, exhibited high thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.